Event description:
After a recent generator replacement surgery for battery depletion, the patient acquired infection at the surgical site (chest incision). The patient was reported to be picking at it. Follow up indicated that the patient's infection was getting better. Patient was provided with oral antibiotics. A review of device history records showed that the generator was sterilized prior to distribution.